Event description:
The rptr indicated that during a follow-up session at a different hospital in august, 1998, "high ohms" were obtained when receiving telemetry. During the threshold test, capture was intermittently obtained with only 8.1 v, 1.00 ms. An x-ray was taken, and it was confirmed that the lead was kinked 60-70 degrees at the distal end of the suture sleeve and the lead seemed to be fractured. It was decided to replace the lead. When the pocket was opened, no damage to the outer insulation was seen. The rptr stated that the coil was found to be fractured at the same location that has been observed on the x-ray. The led was capped and replaced. Following the replacement, no other anomaly was observed.